Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Reported event was confirmed by review of medical records noting the patient experienced a right hip dislocation requiring unknown medical intervention. The patient underwent a revision procedure soon after. Scar tissue was excised from the joint. A new liner along with a competitors head were implanted. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the evaluation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right bipolar hip arthroplasty and was converted to a total hip arthroplasty after an unknown amount of time. Approximately 22 months later the patient underwent a revision surgery due to dislocation and scar tissue. Attempts have been made and additional information on the reported event is unavailable at this time.